Event description:
An unknown needle mechanism failure was reported. Patient reported that there were two holes and appeared the cannula came out of the infusion site (arm) and tried to re-insert on its own, leaving two little red holes. The patient's blood glucose level rose to 300 md/dl. It was reported that medical assistance was not required. Details regarding treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.